Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following multiple different intraocular lens (iol) implant procedures, several doctors noted the iols have scratches or cracks on them. The iols were exchanged during the initial procedures. No reported patient harm. Additional information received confirmed that it was a crack on the central optic and did not appear to be a scratch. There are three related reports for this event. This report addresses one of three.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into pieces. Only three pieces were returned for evaluation. One haptic is broken in the gusset area and returned adhered to another piece of the lens. Scratches and split/cracks are observed on the two pieces of optic that were returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).